Manufacturer narrative:
The pump has been returned to animas for evaluation, but evaluation is not yet completed. When the evaluation is completed, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging an intermittent power (damage with moisture ingress) issue. It was reported that the battery compartment was cracked, with moisture in the compartment there was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/02/2017 with the following findings: the investigator attempted to attach the returned battery cap as well as a test cap to the pump but they continued to spin due to a battery compartment crack at the threads to the left of the bumper traveling down to the case seal. The returned battery cap top slot is severely damaged. Two of the battery cap contact heights are out of specifications (0.389, 0.396, 0.396, 0.391); both contact widths are within specifications (0.588, 0.580). The investigator was unable to obtain download and black box files and perform the remaining investigation due to no power to the pump as the result of rust/corrosion in the battery compartment. A leak test failed due to the battery compartment leak. The pump was opened; no damage was observed to power circuit and no moisture was observed internally.